Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be reported via a summary report, per exemption e1997042.

Event description:
It was reported that the catheter fell out of the patient. The catheter was inserted into the patient after the pretest was performed in the operating room, and fell out during the operation due to damage to the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrected data: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient. The catheter was inserted into the patient after the pretest was performed in the operating room, and fell out during the operation due to damage to the balloon.